Event description:
The customer reports that during the declot procedure the tip of the basket broke off. Intervention - the patient was taken to the or for surgical removal of the tip of the device. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 5fr ptd catheter and rotator for evaluation. The device showed evidence of use. The catheter was returned within the assembly tubing. Microscopic examination revealed that the pebax tip appeared to be separated. The separated portion was not returned for analysis. The point of separation appeared slightly jagged but uniform. No other defects or anomalies were observed. The portion of the pebax tip returned measured .4375", indicating that at least .0781" of the pebax tip was separated and not returned. The returned ptd cable was able to retract and advance from the ptd catheter with minimal resistance. The returned ptd catheter was connected to the returned rotator to functionally test the components. When the button was depressed, the catheter rotated as expected. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is always to be kept straight to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The customer reported issue that the ptd catheter tip was separated was confirmed during the complaint investigation. The remaining portion of the basket tip was attached to the distal end of the basket assembly and the point of separation was slightly jagged and uniform. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined and further investigation of this issue will be documented under the CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during the declot procedure the tip of the basket broke off. Intervention - the patient was taken to the or for surgical removal of the tip of the device. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the declot procedure the tip of the basket broke off. Intervention - the patient was taken to the or for surgical removal of the tip of the device. The patient's condition is reported as fine.